Manufacturer narrative:
The reported complaint was not confirmed. Per follow-up with the perfusionist (ccp) on (B)(6) 2016: we did not have an extra air bubble detector (abd) for the safety monitor to use (all were in use). I did switch out the cable but it didn't work either, so I assumed the problem was with the monitor. The case went smoothly with no problems. We reported the issue and I believe the monitor was fixed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user tagged the monitor ¿out of service¿. The field service representative (fsr) was unable to duplicate the reported issue, as the fsr was able to reset the air detector multiple times. Preventive maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) claims that she was unable to reset air bubble detector (abd) using the button on "air detection" side of safety monitor. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.